Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision and the abutment was replaced (specific date not reported). The implanted device remains.